Event description:
The customer reported to olympus, an olympus field service engineer (fse) attended the facility to carryout a routine servicing. During the visit, the customer reported, the image on a visera elite video system center was lost during a procedure. Subsequently, the customer indicated image was re-gained by moving the mouthpiece. The intended procedure was able to be continued with a slight struggle. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, when the scope video connector was knocked, the image was lost, and color bars were shown, and the scope video socket had a worn locking lever. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that an image disappeared when the video connector of the scope was moved, therefore, the replacement of the scope was recommended. It was determined that an image disappeared due to the following: worn-out scope connector, electrical connection with the processor became unstable, resulting in a failure in video transmission. The cause of the worn-out scope connector could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.